Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose above 13.9 mmol/l (250 mg/dl) and ketones of 0.3 while wearing the pod between 1 and 4 hours. The patient reported that the cannula did not pierce the skin at the infusion site on their abdomen. As treatment a new pod was applied.